Event description:
It was reported to medtronic minimed that the customer experienced pump error 37. The customer reported no adverse event. The event involved product(s) mmt-1714k. Troubleshooting was performed for pump error alarm and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1714k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unable to perform displacement test due to constant insulin flow blocked alarm after rewind and load. Unit was successfully downloaded using thus. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Pump error 37 found in pump download history various times throughout 07/17/2024 11:43:09.000 and 07/17/2024 12:28:31.000 hour. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that moisture damage was noted on force sensor flex connector including moisture damage on j2/pcba1. Unit received with cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case ¿ display window corner. In conclusion, unit was received with constant insulin flow block alarm due to moisture damage on force sensor flex connector including moisture damage on j2/pcba1. Isolate to electronic assembly. Pump error 37 was confirmed in pump download history. Unable to confirm rewind anomaly due to constant insulin flow block. Cosmetic damage confirmed when cracked keypad overlay was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.